Event description:
The complaint report stated that the ¿slix valve or cap on sheath came off during intervention which resulted in excess blood loss. There was no patient injury and only fluids were given as treatment. The customer did not know that the cap was removable and thought that the sheath was faulty¿. The reporter further stated that the customer will be instructed that the cap is removable. The procedure was completed with another sheath. No anomalies had been noted prior to use. It was not known if the cap came off while pulling other devices back through the sheath or if significant resistance was felt prior to the detachment. At last report, the patient was ¿fine¿.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.the complaint could not be confirmed without a product return. After review of the limited information available, it cannot be determined with any certainty what caused the brim cap to detach; however, device handling may have contributed to this event. No action will be taken at this time.